Event description:
It was reported that the ventilator had a circuit disconnect and the tidal volume was not detected. The technician verified the error and found leakage in the patient circuit. The patient circuit was replaced. The ventilator passed all test. Although requested, it is unknown if the ventilator in use on a patient at the time of the event occurred.